Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #(B)(4), was included in the recall.

Event description:
Procedure performed: tep hernioplasty. Event description: dr. Said when pulling the trigger, some clips were launched to the jaws but would not come out at times. Some they would not come out some yes. Despite this, he said the clip would not attach firmly to the peritoneum tissue they were trying to close and the clips would fall down. Patient impact: none. Patient status: patient impact: none. Intervention: ni.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, #1495835, was included in the recall.

Event description:
Procedure performed: tep hernioplasty event description: dr. Said when pulling the trigger, some clips were launched to the jaws but would not come out at times. Some they would not come out some yes. Despite this, he said the clip would not attach firmly to the peritoneum tissue they were trying to close and the clips would fall down. Patient impact: none patient status: patient impact: none. Intervention: ni.